Manufacturer narrative:
Evaluation is not possible, as the unknown endobutton device will not be returned. The part and lot number were not provided making an examination of the manufacturing records prohibitive. A review of the complaint records was performed for this device family which confirmed additional complaints have been reported within the scope of the reported study. The investigation was limited to the information provided. This investigation could not draw any conclusions about the reported event with the limited clinical details provided. If additional clinical details become available in the future, the investigation will be reopened. No patient specific supporting documentation was provided; therefore, a thorough medical investigation could not be performed. Knee surg sports traumatol arthrosc noted the clinical relevance of the study using an outside-in anatomical double-bundle technique acl reconstruction, ¿was that it is preferable to settle endobutton anteriorly to the lateral supracondylar line in order to avoid its post-operative migration for the stable graft tension¿. It is believed that the implantation location affects migration more than technique. The patient impact beyond the reported migration could not be determined.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that 1 year after an acl reconstruction, the patient had a migration of the endobutton. Patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.